Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed, a stent was implanted to treat the lesion. Subsequently, an 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. :returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon didn¿t present any damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall with a scratch at the distal end of the balloon over the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed, a stent was implanted to treat the lesion. Subsequently, an 8mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.